Event description:
A male who received op-1 implant combined with 20 cc's of cancellous bone and bone marrow aspirate for a spinal fusion in 2007, experienced a seroma 2 weeks postoperatively. The patient presented with leg pain. Treatment included drainage of 200 cc's of clear yellow fluid. Outcome is unknown. The surgeon suspects the event was related to the use of op-1 implant. Additional information has been requested.